Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
We could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time 10/02/2024 @ 4:00 pm. Protocol stop time 10/03/2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. 10/04/2024 @ 2:00 pm. Updated on 10/04/2024. Battery recharge start time. 10/04/2024 @ 2:00 pm. Battery recharge stop time 10/04/2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time 10/04/2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on 10/05/2024 @ 4:21 am total run time of 4 hours and 31 minutes. Device alarmed with depleted battery alarm n252 on 10/05/2024 @ 4:37 am total run time of 4 hours and 47 minutes. Device experienced uncontrolled shutdown on 10/05/2024 @ 9:09 am, software failure on 10/05/2024 @ 9:09 am, and the battery was disconnected due to low voltage on 10/05/2024 @ 9:09 am. Device failed the battery operational checkout. Replaced the battery and pressed the change battery softkey. Recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the battery operational checkout with new ICU medical csb battery installed. Probable cause is the incorrect battery was installed. Non-ICU medical battery installed. The pump logs were reviewed and analyzed. By aug 20th, the battery moved from level 4 to level 1 in approximately 4 hours and we got a low battery alarm. After this the low battery alarm was cleared and the infusions completed normally, and we got vtbi completed on line a alarm by aug 21. Later the infusions were interrupted by distal occlusion alarm. By aug 26th, the device was powered on with battery power source and an infusion was started which got interrupted by distal air in line bolus alarm, which was cleared, and we got low battery alarm after 4 hours. After this the device was powered off and not used again. Engineering evaluates that the battery drainage from level 4 to level 1 by aug 20th and aug 26th in approximately 4 hours indicating a bad battery condition. Apart from this there was no replace battery alarm or depleted battery alarm as the device was switched to ac main in case of law battery. Apart from this the infusions were working as expected. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed as the device was switched to ac main or powered off by user in the case of low battery. There was no replace battery or depleted battery. However, the battery drained from level 4 to level 1 in approximately 4 hours confirming a bad battery condition. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected. Correction h7: update to blank. This complaint is not associated with the recall as the battery involved was a non-ICU battery.